Event description:
It was reported that the user disconnected from the ilet for a bath, reconnected after about thirty minutes, experienced delayed sensor readings with the pump indicating high glucose, and had two dinner announcements entered after reconnection, one of which was accidental, with a fingerstick of 379 mg/dl used to calibrate the sensor; the cause of the device issue remained unclear. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute the event to a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.